Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-27042022-0001173784 submitted for adverse event which occurred on (B)(6) 2020. Mwr-27042022-0001173783 submitted for adverse event which occurred on (B)(6) 2020. Mwr-27042022-0001173782 submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent abdominal wound exploration with debridement of umbilical sinus on (B)(6) 2020. It was reported that the patient underwent fluid evacuation and irrigation on (B)(6) 2020. It was reported that the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced severe pain, infection, drainage, nausea, inflammation, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.